Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the rotawire detached, the patient experienced a perforation and cardiac tamponade occurred. The 95% stenosed target lesion was severely tortuous and severely calcified proximal and mid right coronary artery (rca). A 325cm rotawire and wireclip torquer and a 1.50mm rotapro were selected for use. A non-boston scientific guidewire was used to cannulate the rca. A mamba flex microcatheter and non-boston scientific guidewire was advanced to the distal rca. Then, the guidewire exchange for the rotawire. The rotapro platformed at 165,000rpm. A pecking motion was used for advancement and the rotapro was advanced. Multiple ablation runs were completed successfully in proximal rca. When the device was advancing toward there was some difficult to peck forward to the mid rca and the wire fractured. The burr was removed and the distal portion of the wire remained in the patient. A perforation of mid rca and cardiac tamponade occurred. Cardiac tamponade was treated with choice pt es guidewire and 4.0x16 balloon. Echocardiogram performed to trace amount of blood. Cardiovascular team accessed and patient underwent an additional surgery. The patient's status post procedure was stable.

Event description:
It was reported that the rotawire detached, the patient experienced a perforation and cardiac tamponade occurred. The 95% stenosed target lesion was severely tortuous and severely calcified proximal and mid right coronary artery (rca). A 325cm rotawire and wireclip torquer and a 1.50mm rotapro were selected for use. A non-boston scientific guidewire was used to cannulate the rca. A mamba flex microcatheter and non-boston scientific guidewire was advanced to the distal rca. Then, the guidewire exchange for the rotawire. The rotapro platformed at 165,000rpm. A pecking motion was used for advancement and the rotapro was advanced. Multiple ablation runs were completed successfully in proximal rca. When the device was advancing toward there was some difficult to peck forward to the mid rca and the wire fractured. The burr was removed and the distal portion of the wire remained in the patient. A perforation of mid rca and cardiac tamponade occurred. Cardiac tamponade was treated with choice pt es guidewire and 4.0x16 balloon. Echocardiogram performed to trace amount of blood. Cardiovascular team accessed and patient underwent an additional surgery. The patient's status post procedure was stable. However, it was further reported that a cardiac tamponade did not occurred. A perforation of mid rca occurred. A choice pt es guidewire and 4.0x16 balloon used to tamponade the perforation.

Manufacturer narrative:
H6: patient codes: cardiac tamponade code deleted from the patient code table. A2: age at time of event: 18 years or older.